Event description:
Office manager noticed that the instrument was broken. Non surgical event.

Manufacturer narrative:
Product malfunction is not associated with known patient contact. Reported from office manager. Device is an instrument; not implantable. Investigation is pending.